Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) appropriately treated polymorphic ventricular tachycardia (vt ) as programmed. However, on interrogation, a warning screen was displayed indicating a low shock impedance due to a short. Two shocks were delivered and the second shock shorted as was indicated on the episode detail. It is reported that the second shock converted the arrythmia. A new device will be implanted next week at which time, the lead integrity will also be verified.